Event description:
A facility representative reported that he have occasionally noticed small superficial-appearing scratches or nicks at the edge of the lenses, usually near a haptic optic junction. The iols were never exchanged due to the small size and peripheral location. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).